Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7074033.

Event description:
It was reported that following the repositioning procedure (MFR 3006630150-2025-00513), the patient had cerebrospinal fluid leak (csf). The patient was admitted to the hospital and underwent a lead explant procedure. The explanted devices were kept by the facility.